Manufacturer narrative:
(B)(4)

Event description:
.It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified middle third of the anterior descending artery. After predilating the lesion the stenosis was reduced to 50%. A 2.50x16mm taxus liberte stent delivery system (sds) was advanced but would not cross. High resistance was met and the shaft broke. The break occurred outside the patient and the physician was able to remove the device. The procedure was completed with a different device. No additional patient complications were reported and the patient's current condition is listed as "stable".